Event description:
A customer obtained a false negative bhcg result for patient #1 and obtained lower than expected inhibin a result for patient #2. Upon repeat the result for patient #1 was in a higher gestational category and for patient #2 the repeated results were higher. The erroneous results were reported outside of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Bhcg qc was within the customer's established ranges prior to the event and inhibin a qc was out of range low after the event. A field service engineer (fse) was on-site on (B)(4) 2010, and found that the pipettor alignments were out of specifications. The fse performed all necessary alignments and verified ultrasonic performance. The fse performed a bhcg precision test which produced excellent results. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.